Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: evaluation revealed that the pump booted to a hard call service 127 alarm with vibration and audio. Investigators were unable to clear alarm. Opened pump and checked reference voltage across c38 and there was a failure of c38. Investigators were unable to test keypad or functionality of pump due to call service 127 alarm. Checked force sensor flex due to presence of loss of prime warnings due to zero force in black box. No cracks or damage apparent to flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2014-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.